Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated an erroneous total protein result. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that the erroneous result was amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cartridge chemistries sample probe and verified performance.